Manufacturer narrative:
Continuation of d10: product ID: 3777-60, lot#/serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: lead, product ID: 3777-60, lot#/serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported old perc leads were replaced with a 977c165. Surgeon cut old leads when explanting.

Manufacturer narrative:
Continuation of d10: product ID neu_tlock_anchor lot# unknown serial# implanted: explanted: product type accessory product ID ne u_tlock_anchor lot# unknown serial# implanted: explanted: product type accessory product ID 3777-60 lot# serial# (B)(6) implanted: 2012-(B)(6)explanted: 2020-(B)(6) h3. Analysis found all conductors were broken. Degraded insulation metal induced oxidation on the #2 electrode 1.6 cm from proximal end. H6. Evaluation result code 3221 does not apply. Evaluation method code 4117 does not apply. Evaluation conclusion code 11 does not apply. Product type lead product ID 3777-60 lot# serial# (B)(6) implanted: 2012-(B)(6) explanted: 2020(B)(6)product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the healthcare provider (hcp) cleaned the leads were multiple times and tried different ports. The cause of the issue wasn't determined. The hcp would discuss lead replacement with the patient in the future.

Manufacturer narrative:
Continuation of d11: product ID 3777-60, serial# (B)(6) , implanted: (B)(6) 2012, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60; serial#: (B)(4); implanted: (B)(6) 2012; product type: lead. Device(s) are: product ID: 3777-60; serial/lot #: (B)(4); ubd: 23-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported at the replacement of the ins due to eos there was high out of range impedances on one lead. It was noted the patient had a fall that could have contributed, or led to the issue. There were no interventions at that time; the healthcare provider discussed possibly replacing the leads. The issue was not resolved at the time of report. No symptoms were reported.